Event description:
It was reported that during implant attempt, there was difficulty engaging and tightening the setscrew, as well as difficulty getting the lead pin connected. Once the lead was connected, manipulating the grommet seemed to lead to rv (right ventricular) oversensing and noise after the lead was connected. The device was not used and another device was implanted. Additionally during implant attempt of the atrial lead, significant oversensing was occurring while the lead was tested via the analyzer, with "flutter like" artifact occurring when either the lead or pocket was manipulated. The analyzer cables were replaced with the artifact still present, so the lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.